Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the port came apart and broke. No other information provided over the phone.

Manufacturer narrative:
(B)(4).